Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint. Eval results: eval of the returned product shows that when tested with new batteries, the alarm does not power on. There's visible corrosion and battery acid leakage inside the battery compartment. The unit does power on with a power supply and pass functional tests. Note: posey instructions for use has a warning statement: posey recommends the use of alkaline batteries in the alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause battery leakage (corrosion) resulting in damage to the alarm unit. (B)(4).

Event description:
The reporter did not know the specific reason for return of the product or the specific end user. There was no pt incident or injury reported.